Event description:
Hill-rom received a report from the account stating the bed exit was not working. The bed was located at the account in room 408. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the bed exit alarm inoperable due to defective sensors. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the sensors to resolve the issue. Based on this info, no further action is required.